Event description:
It was reported that pump showed malfunction alarm with code malf 0 with no notable events occurring beforehand. There was no reported impact to the customer¿s blood glucose level. Customer reset pump with guidance from technical support, confirmed malfunction did not recur after reset, resumed insulin delivery independently, and was advised to continue using pump and to call back if malfunction appeared again.